Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during following the implant of this transcatheter bioprosthetic valve, the valve was implanted deep resulting in moderate paravalvular leak (pvl). An attempt was made to snare the valve into a higher position; however the valve dislodged into the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted with no resulting pvl. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.